Manufacturer narrative:
G4: 20feb2020. B4: 21feb2020. The customer had troubleshot with technical support. The customer reported to have attempted to use both normally open and normally closed respironics cable and neither are working. The customer was advised to test both cables again and report back the results. Multiple attempts were made to obtain patient involvement information and on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/31/2020.

Event description:
It was reported that the ventilators nurse call was not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.